Event description:
An ophthalmic surgeon reported that postoperative inflammation and decreased visual acuity of the right eye was confirmed with a patient following an intraocular lens implant procedure. The event was treated with ocular medications. The patient's symptoms resolved. Additional information has been requested. A product sample is not available because it still remains implanted in the patient's eye.

Manufacturer narrative:
Product history records for the suspect product was reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The handpiece model was not provided. It is unknown if it was the qualified model for this cartridge. The customer indicated the use of a viscoelastic, which isn¿t qualified for use with the cartridge utilized. The product sample was not returned for evaluation. The manufacturing investigation has not identified a root cause to date. Based on a review of complaints received, a signal for post-operative inflammation was identified for the reports country of origin. Manufacturing investigation pointed to the difference in manufacturing processes for the countries market and multifocal lenses as a potential differentiator. Based on the reported complaints, voluntary hold and recall has been instituted against the impacted product within the identified market. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which indicated that the following clinical findings were identified: anterior chamber cells, vitreous clouding and iris pigment was adhered to the lens. After initial medical treatment the patient's symptoms improved with no exacerbation after improvement. The patient's most current known condition is confirmed as recovered. It was also indicated that bacteriological testing was not performed.